Manufacturer narrative:
There was no known patient involvement. Livanova deutschland manufactures the evo system . The incident occurred in (B)(6). The device has been inspected and connected to test bench (with water loop), the system can be turned on. Failure is reproducible, not always is possible to calibrate. The clamp has been disassembled, an internal visual inspection performed, no deviations found. During this check it was possible to identify old mechanics, the error 1538 could also be reproduced, this can be led to the old internal mechanics. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about "error message:1538 = rc_angle_error". The clamp could no longer be used. There is no evidence of any patient impact.

Event description:
See initial report.

Manufacturer narrative:
H.10: the device has been repaired and mechanical parts have been replaced to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit will be returned to service.